Manufacturer narrative:
(B)(4). Estimated date of event (the event reportedly occurred in the last 2 weeks). The customer reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device. Reportedly, while splitting the starclose se sheath, it protruded out sideways and the sheath would no longer split. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report the following is additional information, although the physician name was provided it is unknown if the physician is trained in the use of the starclose se device. The starclose se device was used after an unspecified procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.